Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, and a loose/shifted end cap sticker.

Manufacturer narrative:
Additional information was received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer called back stating the insulin pump is now working correctly. The customer stated he did not have the reservoir screwed in the chamber correctly.

Event description:
It was reported that the customer had high blood glucose levels of 15.0 mmol/l. The customer reported that the piston of the insulin pump stopped halfway during rewind. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.